Event description:
It was reported that a lumiguide wire was used in an aortic procedure. While navigating into the celiac fenestration and celiac vessel, resistance was encountered. The wire lost connection, and approx. 10 cm of the wire separated within the sheath. A balloon was placed inside the sheath to push out the separated wire. The remaining portion of the wire, catheter, and sheath were removed altogether. A different wire was used to complete the procedure. No patient injury reported. This adverse event and product problem is being submitted due to the shaft separation, requiring intervention.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block a3b: not available from facility. Block b6: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the lumiguide wire was not returned for evaluation; thus, no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.